Manufacturer narrative:
During destructive analysis of the pump, corrosion and wear were found, indicative of a stall due to shaft-bearing. Result code and conclusion code no longer apply.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from the healthcare provider. It was reported that the pump was replaced on (B)(6) 2016 and the patient recovered without sequela. Normal interrogation of the pump was performed to troubleshoot the motor stalls. And that the logs were read as part of the diagnostics related to the patient's increased pain. The cause of the motor stall was not determined. It was noted that no actions were taken to resolve the motor stalls because none would resolve the pump from the motor stall. It was reported that the motor stall and increased pain were not considered resolved at the time of this report.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 6 mg/ml dilaudid at a dose of 7.2 mg/day via an implantable pump for chronic low back pain and spinal pain. It was reported that a motor stall occurred. The patient did not recently have an MRI. The pump status and/or event log reported that a motor stall occurred, stopped pump period may exceed tube set, and multiple motor stalls and recoveries. The patient was in hospice with cancer and was not a candidate for surgery. The patient complained about pain coming back. The cause of the motor stall was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.